Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received an alert showing that the device was in backup vvi. A device download was successfully performed. Device remains implanted.